Event description:
The implantable neurostimulator was returned to the manufacturer for analysis. No reason for explant, pt symptoms, or outcome were reported.

Manufacturer narrative:
Method: final device evaluation of the implantable neurostimulator indicated a reliability non-conformance. The primary finding was broken welds at the bond wire pads and lifted bond wire pads. Additional findings included a cosmetic cut in the access hole over the #4-7 connecting wires, no telemetry, epoxy bonds broken between the hybrid circuit and the battery terminal, insulation coating scratched, and the titanium can scratched. Bond wires were found to be lifted while the device was implanted. The bonds may have lifted during the decontamination process. The battery voltage was 2.59.